Event description:
It was reported that safety shield of bd pegasus¿ safety closed IV catheter system had an issue with leakage.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8042413. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The device returned was subjected to leakage testing, the results from our testing found that the leakage originated not in the septum but from small holes in the catheter tubing. Based on our finding, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are controlled through visual sorting of the material during receipt from the supplier.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety shield of bd pegasus¿ safety closed IV catheter system had an issue with leakage.